Event description:
A nurse at the user facility called technical support regarding cycler alarms. She was not sure what the alarms were, so the alarm history was checked and revealed seven drain complications alarms and one patient line blocked alarm. She stated she was not sure whether she was allowed to touch the catheter, and was advised to check the drain line and the patient line. She reported she could see what appeared to the fibrin floating in the drain line. No additional information regarding the patient's condition or the reason for his hospitalization was provided.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.